Event description:
It was reported that an unspecified number of syringe s2 10ml experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage / leakage at the syringe plunger: fluid / runs past the plunger, it can not be guaranteed that the patient will receive the right amount of medication, the syringe contained scandicain.

Manufacturer narrative:
Investigation summary: bd has been provided with a photo for catalog 309110 lot 1907223 to investigate for this record. A leakage through the plunger rod was observed. Bd has determined a damage in the plunger rod by the evaluation of the plunger under magnification. As a result, bd was able to verify the reported issue. Bd concludes that this could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe s2 10ml experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage / leakage at the syringe plunger: fluid / runs past the plunger, it can not be guaranteed that the patient will receive the right amount of medication, the syringe contained scandicain.